Manufacturer narrative:
H6: 1930 unspecified infection code removed. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced swelling at the right supra-orbital lead location and potential infection. Patient was treated with oral antibiotics. Further testing ruled out an infection. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3166ans, UDI: (B)(4), serial: (B)(6), batch: 8178659. Date of event is estimated.